Event description:
Customer reports severe hypoglycemic symptoms with a result of 5.7 mmol/l obtained on the mobile system. An ambulance was called, and the customer tested 1.7 mmol/l on the professional device (timeframe between results is not known). Unspecified medical treatment was provided. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was sent back in a state that did not allow for testing due to an empty cassette was returned.